Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited low sensing despite several attempts. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of p-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.